Manufacturer narrative:
(B)(4) follow up. It was reported there was embedded foreign matter, plastic on the tip, threads on the plunger and scale marking issues. Our quality team has completed a device history record review for material number 301031 and possible lot numbers 3352762 and 4080684. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported: embedded matter (similar as samples that were sent): 12 event details: we hereby submit our findings at the end of batch, as agreed upon. All deviations were found during packaging, prior to sterilization. So, prior to use, so no medication and no patients are involved. Embedded matter (similar as samples that were sent): 12 plastics on tip (similar as samples that were sent): 15 threads on plunger (similar as samples that were sent): 385 scale marking (thick printed): 5. Not submitted yet, but very low risk.